Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the set flow could not be reached. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the set flow could not be reached. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse checked the device and recommended a flow sensor assembly replacement. The investigation is ongoing.

Manufacturer narrative:
Per initial good faith effort (gfe) response received on (B)(6) 2024, the biomedical engineer (bme) confirmed that the device failed the air flow accuracy test. Based on the information, the issue does not meet the reportability criteria and therefore this complaint no longer meets reportability requirements.